Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2017 - pfs and medical records received. After review of the medical records for MDR reportability, review of the plaintiff fact sheet revealed nothing with regard to allegations, but further examination of the medical record found letters by the patient to his primary surgeon and to various attorneys. These letters allege that the patient's metal-on-metal hip construct caused significantly high levels of cobalt and chromium ions to be dispersed into his bloodstream. He has been diagnosed with pulmonary fibrosis and alleges a link between the elevated metal ions and the disease. Included labs for cobalt and chromium are significantly elevated > 7.0 ppb. Elevated metal ions harm will be added to complaint, and the previously reported unknown depuy device will be designated unknown depuy stem. No revision operative records, nor a revision date have been provided. No product or lot information is available either.